Event description:
It was reported that the anchor broke during the procedure and remained in the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: anchor broke probable root cause: design -inserter/implant not compatible with guide -inserter material/design too weak -inserter shaft cannot bend around curved guide -guide mouth not designed to grip bone -guide not able to be gripped tightly - clearance between anchor coupling and inserter ID too large (leads to anchor decoupling from the inserter) - inserter tube wall thickness too thin process -inserter, implant, and/or guide manufactured out of spec -anchor not assembled properly to inserter application -excessive force impacting inserter -movement of guide out of orientation - guide buried into bone the reported failure mode will be monitored for future reoccurrence. 81.

Event description:
It was reported that the anchor broke during the procedure and remained in the patient.